Event description:
Boston scientific received information that high shock impedance measurements were observed on the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular lead through the remote monitoring system. Additional information was received confirming that there was no suspected lead issue and everything with the patient were okay at this time. The patient will be monitored. The device and lead remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating that the system continues to exhibit high shock impedance measurements. High, out-of-range right ventricular (rv) lead pacing impedance measurements were also observed.

Event description:
Information was subsequently received that the high out of range shock impedance measurements continue. An x-ray was performed and noted fibrosis on the distal portion of the coil. Further lead integrity testing was scheduled. Boston scientific technical services (ts) reviewed the available information and agreed that fibrosis or calcification on the shocking coils could result in elevated impedance measurements. In review of the device counters, this patient has never received a shock from his device. It was indicated that a shock lead integrity test was previously performed and noted no noise or change in the shock impedance measurement. Additional testing was later performed wherein a 5j and 41j synchronous shock were delivered returning shock impedance values of 97 and 107 ohms respectively. Ts discussed that the observed measurements were within normal limits and suggested the observed impedances may be the result of patient condition. Continued normal follow up was recommended. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information has been requested. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).